Event description:
The patient reported a pod that caused pain and swelling at the injection site, leading to an emergency room (ER) visit where an infection was diagnosed and treated with antibiotics. The patient sought medical attention on (B)(6) 2025, for fever and swelling, and was discharged the same day. He prepares the site with alcohol swabs and removes the pod gently by hand. Attempts to reach the patient for additional information were unsuccessful.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 17.6. Smartphone hardware: iphone16.2. Cgm sensor type: g6. According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.